Event description:
The following additional information was received: the bending section cover (a -rubber) defect was discovered after the procedure was completed. The procedure was completed with a replacement device. All other requested information regarding the event was reported as unknown.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, since there were traces of contact in the area where the bending section cover (a-rubber) was torn, it is likely that the defect was caused by external factors. However, the specifics about the contact could not be identified. It is likely that the a-rubber contacted the tip of the trocar, causing the reported event. In addition, since it was confirmed that the broken part matched the shape of the broken surface of the device, it is likely that a fragment did not fall off into the patient. The root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿preparation and inspection: visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities.¿ this supplemental report includes a correction to g2 and h4. Also, information has been added to b5 and d8. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Full establishment name: (B)(6) hospital this device has been returned for evaluation. Primary evaluation confirmed that the a-rubber was torn and damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The user facility reported to olympus that towards the end of an unknown procedure using this visera laparo-thoraco videoscope, the physician noticed that the a-rubber (bending section cover) was torn and missing. The customer searched for debris but could not find it in the abdominal cavity. No debris was attached to the trocar, and is unknown where it fell off. There were no reports of patient or user harm associated with this event.